Event description:
The reporter states that she obtained blood glucose comparisons with results 420mg/dl, 369mg/dl, 220mg/dl, 138mg/dl, 150mg/dl, 102mg/dl and 89mg/dl on accu-chek advantage system (#8122705139). The results were obtained within a 10 minute timeframe. She treated herself and felt better after treatment. No adverse event reported. A new system sent to customer and return requested.